Event description:
The customer reported that the device would not switch on. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not switch on. There was no reported patient involvement. There is no further information available regarding this case. No further communication was requested and none is warranted. We are considering this a malfunction based on the customer's report. We are unable to determine the cause from the available information.